Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device labeling: potential adverse events that may occur with silicone gel-filled breast implant surgery include: implant rupture, capsular contracture, reoperation, implant removal, pain, changes in nipple and breast sensation, infection, scarring, asymmetry, wrinkling, implant displacement/migration, implant palpability/visibility, breastfeeding complications, hematoma/seroma, implant extrusion, necrosis, delayed wound healing, breast tissue atrophy/chest wall deformity, calcium deposits, and lymphadenopathy.

Event description:
Healthcare professional reported unknown side seroma. Device has been explanted.

Manufacturer narrative:
The events of drainage and extrusion are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Additionally health professional reported patient experienced the events of " swelling¿ and ¿leakage through the surgery incision¿ forty days after the surgery with an unk cui gel implant. Treatment included different antibiotics given for 15 days with no improvement. Patient also underwent intravenous antibiotic treatment at the hospital. After 15 days of antibiotic it was observed ¿device extrusion¿.